Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a change of safety polarity due to high out of range pace impedance measurements which increased suddenly. Unipolar and bipolar impedance tests were performed and noise was observed as well and a lead fracture was suspected. The patient was discharged and a follow up was booked in two months. No adverse patient effects were reported. The lead remains implanted.